Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient dob & weight not provided by reporter. Unknown when device malfunctioned. UDI unknown. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 05 june 2014, no ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient male and (B)(6), had fracture of femur in traffic accident. He accepted internal fixation of fracture surgery at (B)(6) hospital on (B)(6) 2015. At that time no anomaly occurred during procedure. Two months later, the patient felt swelling of thigh. He went to hospital for check. It was reported that the plate was broken. The surgeon did revision surgery and replaced the other brand plate at (B)(6) orthopedics hospital on (B)(6) 2015. The broken piece didn't fall into patient. Now the patient condition is stable. There was no patient harm. This report is 1 of 1 for (B)(4).